Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 354 (mg/dl). Customer indicated that a correction bolus will be administered to stabilize bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to monitor bg levels and change infusion site if bg levels do not respond to correction bolus.